Manufacturer narrative:
This is one of three products involved with the reported event and the associated manufacturer report numbers is: 3007635982-2022-00006. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician crossed a calcified superficial femoral artery (sfa) and reached and went into a very calcified proximal popliteal lesion. The physician ballooned with a 4 x 80mm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter and noted a very slow deflation time. This was appreciated on all 3 balloons used in the procedure. They followed this with the use of an unknown smart radianz stent system. When the physician went in, to post dilate with a 5 x 100mm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter, the balloon popped. They noted that the proximal portion of the balloon remained inflated, however they were able to inflate/deflate a bit to get it down. They removed and put in another 5 x 100mm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter and went up and down twice with no issue; however, on the third/final inflation, the balloon popped again. Both, 5x100 saberx radianz percutaneous transluminal angioplasty (pta) balloon catheters were inflated to 12 atmospheres (atm). The proximal portion of the second 5x100 saberx balloon also remained inflated, occluding the vessel. The physician tried to lightly milk it back and forth, in an attempt to get the balloon to go down; however, the balloon catheter completely broke off at the proximal portion of the balloon. The catheter was removed, and the balloon remained in the sfa. The physician snared it and brought it back, but it was caught on a mid sfa calcium chunk. This is when the balloon broke, a second time, into 3 pieces at the tip. Two pieces, including the shaft and balloon portion, were retrieved. The balloon portion of the device was snared out, but the tip remained in the sfa. A second unknown smart radianz stent system was used to stent across the tip after an unknown covered stent would not reach. The target vessel was severely calcified, was severely tortuous, and was totally stenosed. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the devices into the product into the patient. The devices were prepped normally. A non-cordis indeflator/syringe was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. The catheter did have to pass through some mild bends. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The device was inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device. A little bit of torqueing was required. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. Resistance was met while withdrawing the balloon catheters that burst from the vessel. The device separated at the junction between the catheter and balloon. A total of four smart radianz stents were used during the case, one of which was used to capture the fragmented balloon. The devices were used in a critical limb ischemia (cli) case. Only one 5 x 100mm saberx radianz balloon catheter, including the shaft and balloon portion of the device, will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This report is related to report#: 3007635982-2022-00006, 3007635982-2022-00008. Complaint conclusion: as reported, the physician crossed a calcified superficial femoral artery (sfa) and reached and went into a very calcified proximal popliteal lesion. The physician ballooned with a 4 x 80mm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter and noted a very slow deflation time. This was appreciated on all three balloons used in the procedure. They followed this with the use of an unknown smart radianz stent system. When the physician went in, to post dilate with a 5 x 100mm saberx radianz pta balloon catheter, the balloon popped. They noted that the proximal portion of the balloon remained inflated, however they were able to inflate/deflate a bit to get it down. They removed and put in another 5 x 100mm saberx radianz pta balloon catheter and went up and down twice with no issue; however, on the third/final inflation, the balloon popped again. Both, 5x100 saberx radianz pta balloon catheters were inflated to 12 atmospheres (atm). The proximal portion of the second 5x100 saberx radianz balloon also remained inflated, occluding the vessel. The physician tried to lightly milk it back and forth, to get the balloon to go down; however, the balloon catheter completely broke off at the proximal portion of the balloon. The catheter was removed, and the balloon remained in the sfa. The physician snared it and brought it back, but it was caught on a mid sfa calcium chunk. This is when the balloon broke, a second time, into three pieces at the tip. Two pieces, including the shaft and balloon portion, were retrieved. The balloon portion of the device was snared out, but the tip remained in the sfa. A second unknown smart radianz stent system was used to stent across the tip after an unknown covered stent would not reach. The target vessel was severely calcified, was severely tortuous, and was totally stenosed. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the devices into the product into the patient. The devices were prepped normally. A non-cordis indeflator/syringe was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. The catheter did have to pass through some mild bends. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The device was inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device. A little bit of torquing was required. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of the separation. Resistance was met while withdrawing the balloon catheter that burst from the vessel. The device separated at the junction between the catheter and balloon. A total of four smart radianz stents were used during the case, one of which was used to capture the fragmented balloon. The devices were used in a critical limb ischemia (cli) case. (B)(4) no device was received for this complaint. A product history record (phr) review of lot: 82236616 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2022-00203222-2 only one complaint device was returned for analysis. One non-sterile 4fr saberx radianz 5mm x 10cm 190 unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the inner body was observed separated in two pieces and the balloon was ruptured; however, the larger portion of the balloon was not returned for analysis. No other anomalies were found. Functional testing could not be performed due the condition of the unit received. Due the damages found on the unit as received, a sem analysis was performed, and results showed that the burst balloon of the unit presented evidence of irregular edges and scratches. The scratch marks near the damaged area suggest that the unit was damaged with a sharp object from the outside of the unit, this damage likely led to the ruptured condition found. Additionally, the separated area of the inner body presented evidence of elongations. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot: 82236616 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2022-00203222-6 the device was not returned for analysis. A product history record (phr) review of lot: 82239144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ ¿balloon burst- at/below rbp¿ and ¿balloon withdrawal difficulty¿ for 2022-00203222-1; additionally, the reported ¿balloon deflation difficulty - partial or slow¿ for 2022-00203222-6 were not confirmed as the devices were not returned for analysis. The exact cause of the events could not be determined. Therefore, without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and the events reported. It is likely procedural factors and vessel characteristics were contributing factors. Regarding the complaint device returned for analysis, the reported ¿balloon withdrawal difficulty¿ could not be confirmed due to the nature of the complaint and the inability to replicate in the lab setting; however, the balloon was received in poor condition. Additionally, the reported ¿balloon deflation difficulty - partial or slow¿ was not confirmed due to the damaged condition of the device as received. The reported ¿balloon burst- at/below rbp¿ and ¿balloon separated - in-patient¿ were confirmed during analysis. During analysis, the ruptured balloon surface presented evidence irregular edges and scratch marks. Additionally, the separated area of the inner body presented evidence of elongations. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The lesion was described as severely calcified, was severely tortuous, and was totally stenosed. It is likely these characteristics, procedural factors and handling of the catheter contributed to the events reported. Calcification is known to damage balloon material and analysis revealed the balloon appeared to be torn by a sharp object as evidenced by analysis of the balloon material. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Sections b2, h1, h2, and h6 were updated as a correction to the initial MDR. Section b2: required intervention to prevent permanent impairment/damage (devices) = yes. Section h1, h2: type of reportable event = serious injury. Section h6: code 4614 - "unexpected medical intervention" was applied.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This report is related to report # 3007635982-2022-00008. This report is related to medwatch report # mw5114115. Additional information is pending and will be submitted within 30 days upon receipt. Sections: d8, d9, and h3 were updated as a correction to reflect that a device was now received under (B)(4). Section d8, d9: device available for evaluation= yes. Device returned to manufacturer= yes. Date device returned= 14-dec-2022. Section h3: device not returned to manufacturer = no. Was the device evaluated by the manufacturer= no. If the device was not evaluated, select from the approved FDA codes = device evaluation anticipated, but not yet begun.